Manufacturer narrative:
The device was returned to the manufacturer for an evaluation. The device was attached to the test generators, usg-400/esg-400, and a probe check was performed; the device failed the probe check witherror code u509. Both switches were checked and found both switches are functional. A visual inspection was performed on the device; there is some tissue built up at the distal end jaw of the device. The ptfe pad (teflon pad) was inspected and found it has normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found a hairline crack on the probe tip unit. The wiper movement, the consistency of movement of the handle and jaw, the handle load and the he rotation of the knob torque were normal. Based on similar reported events, the most probable cause of the reported event could be attributed to the operator's (unintended) technique. The instruction manual provides the following warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. As a preventive measure, the instruction manual also provides warning to prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer. The second device in this report was submitted on MFR#: 8010047-2019-02455.

Event description:
The manufacturer was informed that during a therapeutic colectomy procedure, an ultrasonic error (u509) was displayed. The user facility reported they tried a second device, the transducer, and the generator but kept getting the ultrasonic error even if there was no hard tissue or excess tension. Due to the device failures the procedure was delayed for 30 minutes. The intended procedure was completed by changing to an "en-seal" handpiece. There was no patient injury reported. This is for report 1 of 2.